Manufacturer narrative:
(B)(4). Additional information requested but unavailable: did the device lock-out (no staples or cut line delivered)? Or did the device start to fire a staple line and cut line but could not be completed (partial fire)? How was the procedure completed? Were there any patient consequences as a result of the event?

Event description:
Per maude event report form, #mw5067053, during an unknown procedure; the staple reload did not completely fire. It is not known how the procedure was completed. There were no adverse patient consequences reported.